Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer was changing reservoir, they noticed the insulin squirting out at the time of filling the tubing. The insulin pump alarmed compromised force sensor system. The customer's blood glucose was 164mg/dl. The customer was advised to discontinue the use of the pump and revert to back up plan.